Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted for sepsis and open wounds on the body. The system was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. No further information is available at this time.

Event description:
New information received states that the infection was not device related but procedure related. The primary and secondary cause of infection was unknown. There was no vegetation on the leads. It was also observed that there was erosion within the pocket, but the device was not exposed. The patient was stable post procedure.